Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection determined that the device was physically in good condition. A review of the alarm log identified an occurrence of the air in line alarm, confirming the reported condition. The air in line alarm also occurred during functional testing. The cause of the air in line alarm was determined to be an out of calibration air in line sensor. To correct the condition, the sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced the air in line alarm. There was no patient involvement reported. Additional information was requested and is not available.